Event description:
The consumer claims the controller switch had a burning smell and got burnt. The consumer accepted a replacement product.

Manufacturer narrative:
On (B)(6) 2021 the consumer accepted a replacement and will not returned the device to the manufacturer for an investigation.